Event description:
I initially deployed the bard biopsy needle gun. It made a sound that sounded as if it was misfiring and indeed, we had little tissue noted. A second pass of the scan demonstrated no tissue as well. For this reason, I asked for a second and then the third and then a fourth gun, all of which were deployed x 1, all of which failed to deliver tissue. At this point I elected to discontinue the procedure.